Manufacturer narrative:
Awaiting the return of the actual device for investigation. Failure to osseointegrate is a well documented inherent risk of the procedure

Event description:
The dentist reported that the implant failed to osseointegrate.